Event description:
It was reported that the patient's right hip was revised due to infection. A liner and femoral head were exchanged for another liner, ceramic head and sleeve.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: delta v-40 ceramic head 36/-2,5; cat#6570-0-436; lot#62778403. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.